Event description:
Additional information was received indicating that the aortic insufficiency that occurred following the pre-implant balloon aortic valvuloplasty (bav) was moderate. Per the physician, the cause of the atrial fibrillation (afib) and collapse was ventricular fibrillation. The cause of the ventricular fibrillation was unknown. The patient collapsed approximately one hour following the procedure. It was reported that there was evidence of thrombus in the left coronary artery. It was reported that heparin was administered during the procedure and the patient¿s activated clotting time (act) was checked approximately 3-5 minutes after administering heparin. The patient¿s act levels were above 250 seconds throughout the case. The procedure lasted approximately one hour and 15 minutes. It was reported that the cause of death was the left coronary artery dissection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one static image and four media files were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed confirming a good load. Valve deployment appeared to have been uneventful, and there was no obvious evidence of dissection. It was reported that the patient collapsed while in recovery post procedure and eventually died. It was reported that an autopsy was performed showing a dissection in the left coronary artery. The cause of the dissection and death is unclear, thus this review is inconclusive. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with heavily, tortuous anatomy and a horizontal aorta, a pre-implant dilation was performed. Following the pre-dilation, "huge" aortic insufficiency was reported. The valve was inserted into an adequate position about 3-4 mm. Following the implant, atrial fibrillation (afib) with circulatory collapse was reported. Cardiopulmonary resuscitation (CPR) was performed for 3-4 minutes and a normal heart rate was established. Inotropy drugs were given. No pericardial bleeding or a dissection was detected at this point. A post dilation was performed with a 22 mm non-medtronic balloon, to reduce the existing paravalvular leak (pvl). The patient recovered and was reported to be fully oriented post procedure. After some time in the recovery war, the patient suddenly collapsed. The patient was transferred for angiography intervention. The patient deceased in the cath lab. The autopsy showed a dissection within the left coronary artery. There was concern over a possible thrombus. According to the physician, the case of the dissection was not clear, however the physician commented the dissection was not valve related.

Manufacturer narrative:
Continuation of d10:  product ID l-evprop23-29 (lot: 0011864525); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.